Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-10264. It was reported the patient was hospitalized on (B)(6) 2015, with a fever and had redness and swelling at both ipg and lead sites. There was pus observed at the ipg site. The patient's entire scs system was explanted due to infection. The patient remains in the hospital.